Event description:
Damaged catheter was found. The indwelling period was 1 day. A day after the PICC implantation, leak from the punctured site (for the catheter) was observed during medical fluid infusion via PICC. Since catheter damage was suspected, new PICC was implanted in another arm for the replacement.

Manufacturer narrative:
The complaint of a leak is unconfirmed. A complete 5 fr groshong dual lumen PICC catheter was returned for eval. According to the notes contained in this file, it states, "leak from the puncture site (for the catheter) was observed during medical fluid infusion." The complaint incident could not be replicated in the laboratory setting. Hydraulic pressurization of both lumens in succession revealed no leaks. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating the catheter. This can result in solutions administered through the catheter exiting the catheter's distal tip and traveling back up the catheter through the lumen created by the fibrin sheath over the catheter's exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impede flow, making aspiration difficult. Fibrin sheaths can be dissolved using chemical solutions recommended by the product IFU. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.